Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The reported cuff miss/suture retrieval issue was confirmed as a link detachment. The investigation determined the reported difficulty appears to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There is no product quality issue identified with this device based on the information reviewed at this time.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with a proglide device was attempted in a common femoral artery via 8fr sheath using the preclose technique prior to an endovascular aneurysm repair (evar) procedure. Reportedly, a cuff miss occurred. Two additional proglide devices were used for successful suture placement using the preclose technique. Two proglide sutures were successfully placed in the other common femoral artery using the preclose technique. The sheath was upsized to 24fr and the evar procedure was completed. Hemostasis was achieved in both the left common femoral artery and the right common femoral artery using the pre-placed sutures from proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.